Event description:
It was reported that an ilet user experienced overnight battery depletion due to improper charging, resulting in the device being nonfunctional until recharged; the user reported a blood glucose reading of 367 mg/dl and sought guidance on insulin dosing and infusion set change. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education on charging practices, manual insulin dosing timing, and infusion set change guidance. Investigation included customer care review of the charging scenario and provision of education on correct charging duration and reconnection timing, as well as reference to instructional resources. Investigation of this case revealed no device alarms or alerts and indicated user-related charging practices as the likely contributor to the battery depletion and subsequent therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was user error related to charging and therapy management while the device was powered off.